Event description:
It was reported that the pt experienced seroma around the pump. At the last five refills, fluid has been drained from the pump pocket. The pt was previously hospitalized in the intensive care unit due to overdosing "several times". The pt was taken to surgery and 120 ccs were drained from around the pump. We easily aspirated, but didn't see any dye intrathecal." The hcp aspirated more fluid from the pocket. Under fluoroscopy, dye was seen in the syringe filled with the aspirate. The hcp planned to replace the catheter. The pt wanted the pump replaced at the same time.

Manufacturer narrative:
Results code used for the catheter.